Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/07/2017 with the following findings: review of the black box data revealed unexplained power on reset events. The battery compartment was confirmed to be cracked. On investigation, the pump powered on using the returned battery cap. Ez-prime steps were successfully completed and the pump exercised without any interruption in power. Investigation did not duplicate the alleged ¿intermittent power¿ issue. There was no damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; intermittent power with a cracked battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.